Event description:
It was reported that during a laparoscopic gastric bypass with roux-en-y, the dr reported that he noticed grossly malformed clips being produced when he fired the device. He pulled a new device and the procedure was completed. Three clips were saved and are included with device. There was no pt consequence. One will be returned.